Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus. Blood glucose value at the time of the incident was 500 mg/dl. The customer stated that she removed the infusion set and found the cannula was bent. She changed the set, but received another no delivery alarm. During troubleshooting, the customer disconnected at the quick release and confirmed insulin exit the tubing during prime. The customer was unable to remove the infusion set at the time of the call to inspect the cannula. It was advised to change the entire infusion set. The product will not be returned for analysis.